Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. A siemens designated complaint handling unit (dcu) determined that igf-1 reagent lots are kitted and validated with specific pre-treatment diluent lots. Igf-1 reagent lot 412 was kitted and validated with pre-treatment diluent lot 057. No other lot of pre-treatment diluents can be used with igf-1 reagent lot 412. The cause of incorrect usage of pre-treatment diluent lot 055 with igf-1 reagent lot 412 is due to off-label use.

Event description:
The operator of an immulite 1000 instrument reported that while using insulin-like growth factor 1 (igf-1) reagent lot 412 in combination with pre-treatment diluent lot 055, it takes a long time before the igf-1 is released from binding protein 3 (bp3). The customer stated that it takes approximately 2 hours of pre-incubation before a stable igf-1 result is obtained. The customer also stated that while running tests with pre-treatment diluent lot 057 did not show this phenomenon. The customer was not reporting any patient results with reagent lot 412 and pre-treatment diluent lot 055. There are no known reports of patient intervention or adverse health consequences due to the use of incorrect combination of pre-treatment diluent lot 055 with igf-1 reagent lot 412.